Event description:
It was reported that the pump's control-iq software was not adjusting insulin delivery as expected. The customer experienced a low blood glucose (bg) level (41 mg/dl). The customer consumed carbohydrates to treat the bg. Tandem technical support investigated the issue and found the pump to be functioning properly.